Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v914059, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of bladder control. The patient¿s bladder was not emptying, but also needed to run to the bathroom and wore depends. No falls or traumas were associated with the event. Stimulation was found to be off and was turned back on during the call. Stimulation was off due to it being too strong. Stimulation was decreased to a comfortable level. The patient felt stimulation at the implant site. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.